Manufacturer narrative:
Initial reporter full name: medical corporation: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, the protection cap of the ureteral stent had been broken and the string of stent got stuck in the cap before use.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (2) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (with original packaging), ureteral stent kit. Visual inspection of the sample noted protection cap of the ureteral stent had been broken. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, the protection cap of the ureteral stent had been broken and the string of stent got stuck in the cap before use.